Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
On (B)(6) 2011 a representative of the medicine team at a hospital reported that the vns depression patient had recently been hospitalized due to a suicide attempt by overdose. He reported that they are trying to rule out the vns device as a cause, but until it is interrogated it is possible that the vns is causal or contributory to the situation. He was going to have someone at the hospital try and interrogate the vns. Attempts for further information were made to the patient's psychiatrist, but no further information has been received to date. A battery life calculation was performed with the limited programming history available to the manufacturer and it revealed 6.26 years until the elective replacement indicator (eri) shows yes.